Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a micro-dislodgment occurred post-op, with this right atrial (ra) lead. As a result, there was loss of capture; however, there was adequate sensing values. The device was initially reprogrammed; however, was ultimately explanted and replaced. No additional adverse patient effects were reported. The field representative confirmed that this device is not available for return.

Manufacturer narrative:
Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that a micro-dislodgment occurred post-op, with this right atrial (ra) lead. As a result, there was loss of capture; however, there was adequate sensing values. The device was initially reprogrammed; however, was ultimately explanted and replaced. No additional adverse patient effects were reported. It is unknown at this time whether the device will be returned for analysis.